Event description:
It was reported that the patient developed an infection at the midline incision of t12/l. Symptoms of drainage. Redness at incision site were noted. The physician confirmed that the infection was procedure related and the cause was wound dehiscence. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7081196, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2318-50, serial number: (B)(6), batch/lot number: 5004912, model/catalog description: infinion pro lead kit, 16 contact, 50cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4316, serial number: na, batch/lot number: 36390234, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4316, serial number: na, batch/lot number: 32842727, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).